Event description:
It was reported that customer experienced continuous glucose monitor error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance on performing complete pump reset, completed reset with support, did not experience error again, and successfully started new sensor session.